Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter reading on the customer's aviva meter with lot 497004 was hi, which on the system indicates a result in excess of 600 mg/dl. The meter readings on the neighbor's unknown aviva meter, unknown lot, was 259 mg/dl. The results were within 10 minutes of reach other. No adverse event reported. The meter and test strips are being returned and replaced.